Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading of 86 mg/dl with the adc freestyle libre sensor, as compared to a paramedic meter. The customer reported experiencing symptoms of dizziness and fatigue, and the paramedics were called. A paramedic meter reading of 170 mg/dl was obtained. The customer reported being unable to self-treat, and was treated with a humalog insulin injection by his son. There was no report of death or permanent injury associated with this event.